Event description:
The customer obtained results 129 mg/dl and 304 mg/dl on her accu-chek compact plus system. The customer reports an additional comparison with results 109 mg/dl and 304 mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. The customer drank coffee and ate a protein bar and felt better in 30 minutes. No adverse event reported. New system sent to customer and return requested.